Event description:
Following the information provided, there was an allegation from the customer of an unintended movement of the enterprise 5000x bed. It was reported that the bed moved up and down by itself without any command given. There was no patient involvement. No injury was sustained.

Manufacturer narrative:
The arjo service engineer performed an evaluation and indicated that the bed movement was induced by faulty handsets (patient and nurse handset). Based on the post-market surveillance data and information gathered in the course of investigation, the most likely cause of the reported unintended movement may have been the handsets failure. The bed is provided with two handsets, which provide control of the bed¿s functions: a patient handset with basic controls only and a more comprehensive attendant control panel (acp) for use by carer. The arjo technician replaced the patient handset and acp, and the bed was working as intended. Although it was not possible to confirm the reported issue, the photographic evidence indicated that the most likely cause of the malfunction may have been a defective patient handset, due to physical damage (depressed handset membrane). The instructions for use for the enterprise 5000x bed (document number: 746-577-UK) contains preventive maintenance instruction for handsets: ¿check patient handset and cable. Check acp and cable.¿ - those activities are to be done by qualified personnel weekly during preventive maintenance procedures. Based on the information gathered, it may be conjectured that the handset damage was caused by an improper handling of the device, which resulted in unintended movement. To sum up, the bed did not meet its performance specifications due to faulty handsets. There was no patient involvement when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.